Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0958-2020. (B)(4). S/w 4.11d. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Pump received with cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and keypad overlay texture damage.

Event description:
It was reported that customer had high blood glucose. Blood glucose reading was 820 mg/dl. Customer was using insulin pump within 48 hours of reported event. Customer declined troubleshooting. No harm requiring medical intervention was reported. The device was returned for analysis.